Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 45 white reload, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the sureform 45 stapler, the procedure was suspended during compression. Compression, stapling, and then cutting were performed. Upon removal of the sureform 45 white reload, a hard material (resembling plastic) was found in the cutting rail. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when using the stapler, the procedure was paused during compression. Compression then continues, followed by stapling and cutting. When the stapler reload was removed, hard material was found in the cutting rail. The identified hard material was not detached/fall of the reload. No fragment fell into the patient¿s anatomy. The reported event caused a delay of less than 15 minutes. There was a presence of a hard material resembling plastic in the cutting rail/at the cutting rail when removing the reload from the stapler. There are no photos of the instrument or a video of the procedure available for review for isi. The instrument will be sent to the supplier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the surefrom 45 white reload to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The reload was found with a rotated blade inside the cartridge track. The rotated blade is a possible result of a 'tissue too thick to continue' firing failure. Further inspection revealed that the knife show damage. One of the guide bars was broken. This failure is commonly attributed to the use conditions and is related to the possible thickness or condition of the tissue fired across. Additional observations related to the customer reported complaint: the reload was found to have a broken pusher shuttle. This failure is commonly attributed to the use condition and is related to the knife rotation and the forces at this process. The reload was also found to have a cartridge damage along the inner knife track. This failure is commonly attributed to the use conditions and may be related to thickness or condition of the tissue fired across. The probable root cause of the rotated blade and the possibly resulting broken pusher shuttle is attributed to the user and is related to the possible thickness or condition of the tissue fired across while using the instrument. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
Refer to h11 for follow-up information.